Event description:
It was reported that the patient presented in clinic for follow up. The physician discovered that the atrial lead was fractured. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).